Event description:
It was reported the analyzer will not work. The programmer did not work after the service disk was run. Additional performance information was requested, but not received. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. (B)(4) device would not boot to medtronic software. The electrocardiogram (ECG) connection was found broken loose from the printed circuit board assembly. (B)(4) initially the analyzer would not communicate. Further testing found that the analyzer worked properly in two different programmers.